Event description:
It was reported that the patient disconnected the ilet pump for water aerobics, after which the dexcom g7 sensor lost signal to the ilet and subsequently reconnected when the pump was reattached. Symptoms included no reported clinical effects. Outcomes included no alerts, no alarms, and no medical intervention. Investigation included troubleshooting and user education regarding bluetooth communication range and reconnection behavior. Investigation of this case revealed that the signal loss was consistent with expected temporary communication interruption when the sensor and pump are separated, with normal automatic reconnection upon proximity and reconnection to the pump. It was concluded, based on previously established findings for similar reports, that the cause was user and environmental factors related to device separation outside of communication range.